Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused and failed to start infusing during a heparin infusion. In the neuroscience unit a new heparin bag was hung at approximately 15:30. The following day at around 01:30 the nurse observed the bag was still ¿almost full and did not seem to be properly infusing¿. It was reported that the patient's anti-xa lab was not therapeutic at 20:00. The pump was removed, and the heparin infusion was started on a new pump. At 01:45 the nurse drew a line on the heparin bag to mark where the solution line was. At 03:30, the nurse checked the bag again and there was no change in the volume in the bag. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.